Event description:
A report received from the USA stated an 840 ventilator experienced a blank upper display while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), backlight inverter pcbs and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).